Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required and additional information is available.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D9: device availability additional . H2: additional information/device evaluation. H3: device evaluated by manufacturer additional information. H6: event problem and evaluation codes additional.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. A review of the share log was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause cannot be determined as the allegation not found. No injury or medical intervention was reported.